Event description:
It was also reported that at the time of the event, the patient was taking aspirin, clopidogrel and warfarin. The patient received a heparin bolus and their subsequent partial thromboplastin time was 36 seconds, which was not therapeutic for the patient. It was further reported that the patient experienced a subarachnoid hemorrhage and subsequently died. The patient was not compliant with their medication and it was unknown which medications were taken.

Manufacturer narrative:
Corrections: a supplemental report is being submitted for corrections and additional information. B5 description of event problem corrected to include that at the time of the event, the patient was taking aspirin, clopidogrel and warfarin. The patient received a heparin bolus and their subsequent partial thromboplastin time was 36 seconds, which was not therapeutic for the patient. B6 laboratory data corrected from on (B)(6) 2020: ldh: 603; partial thromboplastin time (ptt): 36. To on (B)(6) 2020: lactate dehydrogenase (ldh) 603 u/l; partial thromboplastin time (ptt) 36 seconds. Newly received information indicated that the patient experienced a subarachnoid hemorrhage and subsequently died. The patient was not compliant with their medication and it was unknown which medications were taken. B2 outcome attributed to adverse event updated from life threatening, intervention required, hospitalization to death and date of death updated to on (B)(6) 2020. H1 type of reportable event updated from serious injury to death. H6 patient codes updated from c27083, c2962 to c27083, c2962, c28554, c50757. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: the pump was not returned for evaluation. The reported high power event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information received from the site indicated that the patient presented with seizures and then became combative. The patient was administered an anticonvulsant medication. It was further reported that the device thrombus was suspected. The patient's lactate dehydrogenase (ldh) was elevated. The patient received a heparin bolus which was not therapeutic. The ventricular assist device (vad) speed was increased and the patient was placed on triple therapy anticoagulation. A computerized tomography (CT) scan revealed no clots within the pump. Additional information received indicated that the patient experienced a subarachnoid hemorrhage and subsequently died. Based on the limited information available, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, device thrombus, neurological dysfunction and death are known potential complications associated with the implantation of a vad. Based on the review of past adverse events for this patient, it was noted that the patient had a history of thrombus, hypertensive episodes and stroke-like symptoms. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for seizures and then became combative. The patient was administered an anticonvulsant medication. It was further reported that the ventricular assist device (vad) exhibited high power and high watt alarms due to vad thrombus. The patient's lactate dehydrogenase (ldh) was elevated. The patient received a heparin bolus which was not therapeutic. The vad speed was increased and the patient was placed on triple therapy anticoagulation. Computerized tomography (CT) was negative for clot in the vad. The vad remains in use. No further patient complications have been reported as a result of this event.